Event description:
Patient reported waking up with a blood glucose of 44 mg/dl. Patient checked device history and found a 10 unit bolus delivery for 1:15am that she did not program. Patient had juice and toast to bring blood glucose to a normal level.